Event description:
It was reported to philips that a patient had sudden ventricular fibrillation. When the doctor went to use the defibrillator, the device showed an error and was unable to be used. The doctor used another device to finish the rescue. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
The device was evaluated by the customer's biomedical department. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a failed self test. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. Once the biomedical department re-ran the self test, the failure disappeared and no replacement parts were required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. H3 other text : device evaluated by the customer.

Event description:
It was reported to philips that a patient had sudden ventricular fibrillation. When the doctor went to use the defibrillator, the device showed an error and was unable to be used. The doctor used another device to finish the rescue. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.